Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and became extrinsically distorted due to pulling/stretching/overstress. The visual summary analysis of the lead indicated damage at implant. The analyst also noted: the competitor guidewire was stuck in lumen, distal conductor distorted at 2.9cm. At implant.

Event description:
It was reported that the guide wire was stuck in the left ventricular (lv) lead during implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.